Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately calcified right coronary artery (rca). Following pre-dilatation with a non-boston scientific balloon catheter, a 3.00 x 48 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. During removal, it was found that the distal stent strut was damaged. Another 3.00 x 48 synergy drug-eluting stent was advanced with the help of a guidezilla guide extension catheter and the stent was implanted into the lesion. No patient complications were reported and the patient status was stable.